Event description:
According to the available information the device broke.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the dynamic anchor detached from the mesh and not received. Visual observation of the mesh where the dynamic suture was attached confirmed the welded area of the suture had delaminated from the mesh. Microscopic examination of the dynamic suture where the suture had detached revealed rough and irregular surfaces, indicating stress may have been exerted. The static suture and anchor were still attached to the mesh as received. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. Blood residue was noted on the mesh. The information received indicated that the sling broke during implant. Quality confirmed the dynamic anchor, and suture had delaminated from the mesh. As the dynamic anchor was not received, and rough and irregular surfaces were observed where the dynamic suture was attached, it was concluded that the detachment of the dynamic suture and anchor most likely occurred during the tensioning part of the procedure. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. (B)(4) was identified as associated with this lot number. Nc involved a failure of the mesh to suture bond during pull test for lot release. Additional samples were tested to test against a 95/90 confidence interval. The units passed the acceptance requirements for this sampling plan. These devices were released with the conclusion the lot met specification. Based on a single complaint against this lot and no verification at this time the failure was a mesh to suture bond break, there is no evidence to believe this failure occurred due to this nc.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. Nc-011157 was identified as associated with this lot number. Nc involved a failure of the mesh to suture bond during pull test for lot release. Additional samples were tested to test against a 95/90 confidence interval. The units passed the acceptance requirements for this sampling plan. These devices were released with the conclusion the lot met specification. Based on a single complaint against this lot and no verification at this time the failure was a mesh to suture bond break, there is no evidence to believe this failure occurred due to this nc. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information the device broke.